Manufacturer narrative:
(B)(4). The device was received and the service center found that the unit did not pass step 4.9 expansion port test- with custom tl key inhibit connector plugged into expansion port j2. Port activations were not blocked. The investigation found that the generator's key inhibit function is not working. The investigation isolated the failure to the quad channel digital isolator (u22), but a root cause was not identified. The probable root cause could not be determined based on the information provided. The audio footswitch board was replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The service center reported the unit is keying when it should not. Found during servicing. No patient involvement reported by the customer.